Manufacturer narrative:
(B)(4). (B)(4). Indicator wheel the analysis results of the el5ml found that it was received in good visual condition. The device was cycled and the jaws remained in closed position. The trigger was manually assisted in order to open the jaws; two pear shaped clip was released. The remaining two clips were conforming and then, the device locked out as intended but the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or it was not correctly assembled during the manufacturing process. A corrective action has been initiated to address the root cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the clips were getting stuck in the jaws sometimes and when the clips did fire they came out crossed or scissor shape instead of firing straight. Another device was used to complete the procedure. No adverse consequences reported.